Manufacturer narrative:
Product event summary: the 2ach20 mapping catheter with lot number 9210266 was returned and analyzed. Visual inspection of the loop segment area showed the loop was intact with no apparent issues. No damage was observed along with the tip/loop section of the mapping catheter. Visual inspection of the pebax tubing area showed the pebax tubing was intact with no apparent issues. No damage was observed along with the pebax tubing section of the mapping catheter. Visual inspection of the electrode(s) showed the electrode(s) was intact with no apparent issues. All electrodes existed on the loop section and no cosmetic issue or anomalies were identified. Visual inspection of shaft segment area showed the shaft was intact with no apparent issues. No kink or any other damage was observed along with the shaft of the mapping catheter. Visual inspection of the introducer showed the introducer was intact with no apparent issues. No damage or any other issue was observed along with the introducer. Visual inspection of the lemo connector showed the lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. The functional test was performed using a multimeter. The mapping catheter was connected to the test cable. The continuity and impedance measurement between the electrodes and the other side of the cable showed the electrode's continuity and impedance to the cable are normal. In conclusion, the clinical issue (tamponade and pericardial effusion) occurred during the procedure with no indication that the adverse event was related to the performance or a malfunction of the product. The reported clinical issues can not be assessed through data analysis. The mapping catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced a pericardial tamponade during the operation. The ablation was halted and pericardiocentesis was performed to treat the tamponade and effusion. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 4fc12 product type: sheath product ID: afapro28 product type: balloon catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.